Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had rainbow effect making very hard to see. Customer's blood glucose level was unknown. Customer reported that the insulin pump had unexplained no delivery alarms, act and down button had to be pressed harder to work and priming process has slowed down taking longer to complete. Customer reported that the crack in housing around battery compartment threading. The insulin pump will not be returned for analysis.